Event description:
User observed the cell rinse unit on the analyzer was overflowing and received a creatinine result for one pt sample which was discrepant. Sample type is plasma. Initial result gave 0.19 mg per dl. The lab technician questioned the result as it did not fit the pt's profile. The same sample was rerun on the other p module at the customer site giving a result of 1.7 mg per dl. No other results were affected. The erroneous result was not reported out, and the pt was not adversely affected. The field service representative found the nozzle #1 vacuum waste tubing was damaged and replaced the section of tubing. Mechanisms checks were performed to monitor rinse mechanisms. Cell wash and controls were run to verify analyzer performance.